Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient presented to clinic on (B)(6) 2021 and it was discovered at that time by clinic staff that rv lead was not capturing at max output. Patient stated that he fell 2 days prior. The patient was brought in again and the lead was capped and replaced.